Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that a few months ago I had an appointment with a healthcare provider, and the medtronic representative came to the hospital, said it wasn't working, and turned the implant off permanently after reviewing previous calls. Patient said that it had actually been a couple of years since the implant was turned off and a couple of months since the patient called about the issue. When asked, the patient said that the implant is no longer functional and she has to wear a catheter 24/7. The patient said that each time they went to the doctor's office, they had an adjustment made by courtney, the nurse practitioner at the doctor's office, and they couldn't increase the setting any higher. Based on the information provided by the patient, the ins battery status is unknown. The patient asked for assistance in getting an MRI. Reviewed MRI information and options to consider to have implanted batteries checked and potentially have a managing doctor fill out the MRI eligibility form. The patient was redirected to their healthcare provider to further address the issue. An email was sent to the field staff, notifying them of the situation. .